Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator as received could not be interrogated due to multiple bits flipped, including a corrupted ID bit. The correct ID bit was programmed. The device was then interrogated and found to be in backup vvi mode. The product code was successfully downloaded and normal device function ensued. The cause of the memory corruption could not be deetermined.